Manufacturer narrative:
Summary or evaluation: the root cause of the non-functioning cement gun is attributed to inadequate cleaning of the cement gun after use. Although, the mixing syringe was not returned for evaluation, it is believed that the cement was not mixed and extruded quickly enough by the person mixing the cement.

Event description:
During introduction of bone cement into the femoral canal, the plunger portion of the power - pak syringe became off center. The bone cement became trapped inside the cement gun (catalog #6204-1-500) causing the cement gun to be non-functional. There was no adverse consequence to the pt caused by this event.